Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of infection and swelling as follows: precautions for use: ¿ "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported patient was injected to the cheek area with unspecified juvéderm® voluma¿. After injection patient developed infection and swelling. Patient was prescribed antibiotics which cleared the symptoms after a week. The symptoms then returned and are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 07/18/2016. Additional information: date of event, describe event or problem., implant date., evaluation codes. The events of diarrhoea and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of diarrhoea as follows: "patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Additional information: a week after injection patient developed swelling, pain, and discomfort to the right side of the cheek/eye and right zygoma. The patient never took the prescribed antibiotics and the infection ¿disappeared/subsided¿ the day after they were prescribed. Three weeks after injection patient was injected to the crow¿s feet with botox which ¿caused the infection to return within 12 hours and prolonged.¿ patient is currently on a course of 2 antibiotics for the next six weeks with "co-codomol" prescribed by their general practitioner with input from the injecting physician. The ¿pain/discomfort-infection is showing signs of improving.¿ the injecting physician notes this is ¿most likely a low grade infection with biofilm.¿ the injecting physician further notes the patient has had diarrhoea but there is ¿no problem or discomfort in [the patient¿s] abdomen. This means the diarrhoea is unlikely to be related to clarithromycin.¿ patient is continuing to be seen weekly for review. The injecting physician has confirmed the symptoms are related to the filler and not to the botox.